Event description:
A customer in (B)(6) notified biomérieux of a misidentification of an enterococcus faecalis atcc® sample as acinetobacter haemolyticus when testing the sample as a positive qc sample with the vitek® ms (ref 410895, serial (B)(4)). As this was a qc sample, there is no patient involved. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a customer in canada of a misidentification of an enterococcus faecalis atcc® sample as acinetobacter haemolyticus when testing the sample as a positive qc sample with the vitek® ms (ref (B)(4), serial (B)(6)). Biomérieux investigation was conducted. *conclusion on the system: based on the data files obtained from the customer's system, the system was operational during the tests. The last fine-tuning was performed on 08-aug-2019. *conclusion on the customer's spot preparation quality: the customer's sample spot preparation quality is non-optimal. The sample "all peaks" values are quite heterogeneous (between 46 and 79). *conclusion on the identification: according to test data, the most probable (and the expected) identification is enterococcus faecalis. The analysis of mzml data sample shows that the acinetobacter haemolyticus identification is obtained from the spectra having a lower number of peaks (45) and a low score (-0.14) than would be expected for an identification of enterococcus faecalis. *suspected root cause: non-optimal sample spot preparation by the customer based on complaint record review from january 2016, no other complaint has been recorded for a similar identification issue: acinetobacter haemolyticus instead of enterococcus faecalis. The investigation concluded the vitek ms system is operating in accordance with specifications. The reported issue was the result of user error.